Manufacturer narrative:
A customer reported that their AED will not power on and is prompting an error code of "battery operation". Analysis of the log files from the AED showed it was manufactured on 12/16/2020 and placed into service on (B)(6) 2021 with battery pack serial number (B)(6). On (B)(6) 2022 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2023 when a series of replacement battery packs were inserted. The cause of the replacement battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.

Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. They reported this did not occur during patient use.